Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose (bg) following an infusion site change with their bg reaching approximately 500 mg/dl. The user was transported to the hospital by her husband. Treatment for hyperglycemia included intravenous (IV) insulin, fluids, potassium, and magnesium. The user was discharged the following day and resumed use of the ilet system prior to release. The user was advised to monitor bg closely and work with her healthcare provider to manage infusion site concerns.